Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated a lead impedance out of range alert and that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that there was an alert for out of range impedance for the right ventricular (rv) lead. It was noted that the impedance has steadily risen in the past months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).